Event description:
The customer reported via phone call that the insulin pump alarmed with a button error. Customer's blood glucose was not known. The insulin pump was exposed to water and there was moisture under the screen. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a button error alarm and had unresponsive buttons due to corroded keypad traces. Traces of moisture damage were found on lcd board per visual inspection. The device was also received with minor scratches on the lcd window, a cracked case at display window corners, cracked battery tube threads and a cracked reservoir tube lip.